Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer: reported defect not reproduced on retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time. Note: manufacturer contacted caregiver in a follow-up call on 08-feb-2022 to ensure the customers new replacement products are not inaccurate dispense/ no aspiration as previously stated by the customer. Caregiver stated she was driving and that pharmacy gave them a replacement that will expired on april 2022. Customer wont be able to use the syringes left on the box by then. She wants us to contact the pharmacy because they tried to tell the pharmacist but caregiver said that they knew but they were "rude" and they won't give them a replacement with a long expiration date. She doesn't have any information with her but she asked me to call her back tomorrow to get all the details about the complaint. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Distributor and pharmacy reported complaint on behalf of the customer. No symptoms or medical attention associated with the use of the product was reported. Per pharmacist the "syringes won¿t hold medication.¿ manufacturer contacted pharmacist. Pharmacist didn¿t have all the details of the issue and did not know how many syringes are alleged as defective. Pharmacist provided phone number for the customer's caregiver. Manufacturer was unable to contact caregiver via telephone. No further information was able to be obtained.